Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer loaded a new cartridge and successfully resumed insulin delivery. Subsequently, the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. There was no reported adverse impact to the customer.